Event description:
A us distributor reported that a battery would not power on a monitor and reported that a monitor's response buttons were non-functional.

Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was non-functional. The rear response button ribbon cable was damaged. The root cause of the non-functional response button was the damaged ribbon cable. There was no adverse event that resulted from the damaged monitor and battery.